Event description:
Patient was admitted with suspected lvad pump thrombus - lvad parameters were out of range, patient had elevated ldh and hematuria. Patient was treated medically in order to lyse the pump thrombus, however after 5 days of treatment the pump stopped requiring a controller exchange. Subsequently, the pump failed to restart. Because patient was hemodynamically stable it was decided to wait for a heart as opposed to do an lvad exchange. After a couple of days patient began to deteriorate and we then decided to take him to surgery to exchange the pump on (B)(6) 2017.